Event description:
The patient reported to have had seven episodes of heart rhythm changes while playing video games. Electromagnetic interference and device function were discussed. The patient felt the device "tap" twice and then was "shocked". The patient stated to have had tachycardia before and after playing video games. The patient also requested information on "defective leads". The physician's office was contacted and the health care professional stated the patient was seen in the emergency room approximately one week prior. The patient had a supraventricular tachycardia and received anti-tachycardia pacing. There were no records of the device shocking the patient. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.